Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 95% stenosed de novo target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery (lad). A 12mm x 2.75mm nc quantum apex mr balloon catheter encountered mild resistance during advancement to the target lesion. During the first inflation at 12atms a balloon rupture occurred. The nc quantum apex mr balloon catheter was removed intact. The procedure was completed a different device. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).